Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.1. Hardware: iphone16.2. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported the pink slide did not move forward, and was not visible in the viewing window, indicating a needle mechanism failure. Upon removal of the pod from the abdomen, the cannula was visible and appeared normal. Additionally, the patient noted insulin leaking from the pod and the adhesive was not secure. It was reported that the patient's blood glucose levels exceeded 400 mg/dl while wearing the pod between 24 and 36 hours. There was no information regarding treatment provided.